Event description:
It was reported that (1) al326 was used during an "evh" procedure. It was reported by the rep that the al326 jaws locked on a branch of the saphenous vein. It needed to be pulled off the branch of the vein. Another al326 was open to finish the case. There was no consequence to pt.